Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was removed since it was fractured just above the lead/extension connection block. The cause of the fracture was not determined. The pt recovered without sequelae and was scheduled to be reimplanted. The pt was not receiving any therapy.